Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, it was noted that the right atrial lead was dislodged. The lead was capped and replaced. The patient's condition was fine.